Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2023.

Event description:
It was reported that the patient experienced severe pain after the patient had a massage where a theragun device was used in area of ipg. Swelling was noted. The patient underwent a revision procedure wherein the ipg was moved to a higher position and remains implanted. The patient was doing well postoperatively.